Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in september 2008 and is more than 12 years old, past the expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. The platform archive data could not be downloaded due to archive file size limit error, however, the latch error 136 (invalid parameters corrupted) was revealed after the ap vision software was utilized, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The defective processor board needs to be replaced to address the reported issue. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with a serial number (B)(4) .

Event description:
As reported, the autopulse platform (sn (B)(4) ) displayed a "system error, out of service, revert to manual CPR" message upon powering up. Patient use information was requested but no additional information was provided, therefore patient use is unknown.